Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had been having some therapy issues for a while and felt like they weren't getting the control they usually did. Patient then states they charged their device last night and then went to bed. Patient states when they got up this morning, they felt like it were not able to hold it so they went to turn stim up. When they did, they realized the therapy had turned itself off. They turned it back on and now they are having excruciating pain. They tried turning stimulation down but the pain remained. It's especially bad when they go from one position to another like getting into the car and trying to lift their legs. They have never tried changing programs. Reviewed option to try a different program to see if that helps with the pain and the symptoms. It was also recommended that the patient should check their ins battery level if they feel their symptoms have returned and the therapy turned itself off. The ins may need to be charged to get therapy. The patient was redirected to their healthcare provider to further address the issue. They will be seeing their neurologist on dec 1st to see who they recommend the patient see for their device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing issues with loss of therapeutic effect. They recently went to the doctor because they felt they were sliding backwards in terms of urinary issues. The doctor did a pvr test showing the bladder had 35 fl ounces. Patient's urgency hasreturned especially when they shift or stand. Patient felt that their urinary symptoms have been affected by their ms, stress, and emotion. Reviewed general programming theory, amplitude, and program use. Patient increased amplitude until they could comfortable feel stimulation and will monitor symptoms. If not resolved patient plans to change programs.